Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Device logs were successfully reviewed for the reported event date. The logs showed three meal announcements (including two "more than usual" entries within a short timeframe) followed by elevated insulin delivery and a rapid decline in cgm glucose levels from approximately 380mg/dl to 54mg/dl over a four-hour period. These findings suggest insulin stacking due to close meal timing and subsequent correction dosing may have contributed to the hypoglycemic event. No malfunctions or anomalies were identified in the log data. Should additional information become available, a supplemental report will be submitted.

Event description:
On 13-jun-2025, a diabetes educator reported that on (B)(6) 2025 the user experienced a low blood glucose (bg) event that required emergency room treatment. No additional information was available. Multiple attempts to contact the user for clarification were unsuccessful.